Manufacturer narrative:
Concomitant products: product ID 97791, lot # n523712, implanted: (B)(6) 2015, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) takes care of the pain in the patient¿s discs. The patient stated that where the ins was right underneath it was thought it was hitting sciatic nerve. It was noted that the patient could push on the back of the knee and it got to their back. The patient reported almost two months later that activity level was the circumstance that led to stimulation hitting the sciatic nerve and getting to back. The steps taking to resolve this event was the patient was meeting with a company representative (rep) on ¿(B)(6).¿ the indication for use included radiculopathy and non-malignant pain. If additional information is received, a follow up report will be sent.